Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. However, it was determined that the hole in the cord was consistent with mishandling of the device by allowing the cord to come into contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. The issue with the lock cylinder and the pawl release was due to running the device in the load position or by pushing on the disconnect sleeve while the device was running. A review of the service history record indicates that the device had not been returned previously for the same malfunction. The assignable root cause was determined to be due to user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device was not working. During in-house engineering evaluation, it was determined that the motor device had a small hole in the cord and failed the safety assessment (ran in the load position). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.